Event description:
It was reported that the patient underwent posterior lumbar interbody fusion l4-s1 to treat l4-5, l5-1 disk degeneration with left-sided disk herniations at both levels. Posterior instrumentation, interbody devices, and rhbmp-2/acs were used. The rhbmp-2/acs was packed into the interbody devices at both levels, and was also placed posterolaterally over the spinous process of l4-5 and the sacral ala bilaterally. At 500 days post-op, the patient presented with chronic lumbar radiculopathy with painful hardware from previous l4-sacrum laminectomy- fusion. The patient underwent a revision surgery to remove the hardware, augment the fusion l4-5 and l5-s1, foraminotomy and complete facetectomy on the left. Per the operative notes, "he was noted to have a solid fusion on x-ray. The endplates and the previous fusion were decorticated, and it was then augmented with the use of dvx and local bone graft. There was also noted to be a film of bone that had developed over the dura posteriorly at l4-l5. There was also large seroma formation on the left side about the hardware from the previous t1-l1 procedure. The patient had a previous fusion with bmp. This fusion mass was removed in the midline and extending superiorly to the l4-l5 facet. A complete facetectomy was performed at l4-l5 on the left, along with a foraminotomy. The l4 nerve root was seen exiting out into the foramen. There was calcification overlying the previous t-l1 procedure and placement of the cage. This extraosseous bone was removed." There were no complications. At 619 days after the revision surgery, a CT of the lumbar spine without contrast showed significant disc interspace narrowing at l4-5 and l5-s1. Mild posterior osteophytes are noted at l4-5 and l5-s1. Hypertrophic degenerative changes are present at the l4-5 and l5-s1 facet joints. Sclerosis and lucency is present within the posterior aspect of the right ileum, and is thought likely to represent a benign bone lesion. At 1081 days after the revision surgery, a lumbar spine MRI with and without contrast showed degenerative and postoperative changes. Mild degrees of stenosis. Lesion in the posterior right iliac bone of uncertain etiology, bone neoplasm is possible. When compared to prior MRI studies, the post-operative fluid collection has decreased in size. The degenerative changes are otherwise stable. The lesion in the right iliac bone has changed in signal characteristics. Change in signal characteristics could reflect interval hemorrhage or therapy. Interval growth or differentiation of tumor are possible as well. Follow-up CT was suggested.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No addit ional information was reported.

Event description:
Reportedly the patient developed "severe pain due to bone overgrowth. Revisional surgery needed."

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Review of radiographic imaging studies found as follows: MRI lumbar (B)(6) 2007: presurgical MRI shows degenerative disc disease at l4 and l5. Small let sided disc herniation is noted at l5 with dorsal displacement of the s1 root and collapse of the s1 root sheath. Left paracentral hnp is also noted at l4 with compression of the l5 root. CT lumbar (B)(6) 2010: as noted in MRI of 2008, CT shows removed pedicle screws at l4, l5 and s1. Left l5 screws scar suggests anterior bicortical purchase. Laminectomy noted on the left, with posterolateral fusion as well as left side entry capstone tlif with solid fusion. Soft tissue windows cannot appreciate cyst formation seen on MRI. MRI (B)(6) 2008: l4-l5-s1 tlif with posterior segmental screws. Sagittal views reveal large midline cyst appears to span from mid l4 level to the l5/s1 disc space larger on he left. Cyst appears approximately 4cm in ap diameter. Axial views show tlif capstone spacers placed from the left with the cyst abutting these spacers. No dural sac impingement is noted. Some left l5 root impingement within the foramen is suspected. No abnormal signal noted within or around capstone spacers or screws. MRI (B)(6) 2011: sagittal t2 shows continued dorsal cyst behind the dural sac. Degenerative changes are developing at l3/4 with mild stenosis at this adjacent level. Axial t2 views show improvement in foraminal stenosis associated with the cyst.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.